Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit passed self test and displacement test. No pump error 3 or 54 anomalies noted during testing. No pump error 54 anomalies noted in formatted pump history. Pump error 3 and 53 found in the pump history (linenumber = 5632 and filenumber = 2005) due to software error. Unit received with pillowing keypad overlay and minor scratches on case. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm when customer was in shower. Customer was able to clear the alarm and able to complete pump rewind. The self-test was passed. Customer got kicked out after received pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.